Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported during the intraocular lens (iol) implantation the lens came out too fast from the shooter. There was patient contact. The surgery was completed by using a back up lens without any incident. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger is fully advanced outside the tip of the device. No damage observed. No iol returned. The device is taken apart for further evaluation. The lever is moving freely. Slight mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The cylinder is put back in place, the device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related. The manufacturer internal reference number is: (B)(4).